Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, after firing the device completely, an incomplete staple line on the small bowel occurred and the surgeon had to over-sew staple line due to bleeding. Another portion of the small bowel was resected using a green reload but this was torn again. The small bowel was resected a third time and staple line was over-sewn.